Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during a service/test performed by authorized getinge distributor, the cardiosave intra-aortic balloon pump (iabp) failed to start up correctly after being switched on. The reported issue occurs intermittently and the icon just spins. The iabp unit then has to be switched off and then switched on again after a couple of seconds. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. By recommendation of a getinge field service representative, the fse unplugged the display cable and reconnected it. The fse checked the unit extensively over several days and no problems were found. The iabp unit was cleared for clinical use. This is a loaner/back-up unit and will be kept at the distributor¿s office until needed. At the time of this report, the distributor¿s fse was unable to provide the serial# of the involved iabp. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed to start up correctly after being switched on. The reported issue occurs intermittently and the icon just spins. The iabp unit then has to be switched off and then switched on again after a couple of seconds. There was no patient involvement and no adverse event was reported.